Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 480 units of insulin, and the insulin gauge decreased from 205 units to 145 units. Additionally, on the day of the reported event, the insulin gauge decreased down to less than 40 units. The customer's blood glucose level ranged from 110-149 mg/dl. At the time of the reported event, the fill estimate displayed an accurate fill estimate.